Manufacturer narrative:
Potential lot numbers - 3367874 and 3270389. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cuff inflation balloon of a portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube. The patient was returning to the clinic and required intubating pre-hospital with lowered glascow coma scale (gcs). The medical team elected to use a size seven tracheal tube. The tracheal tube was selected and checked, including cuff inflation prior to use. No issues or damage apparent. During air transfer to major trauma center, the team noticed the cuff inflation balloon was deflated. The issue could not be rectified during flight, but patient maintained adequate ventilation with no airway soiling. No desaturation occurred. Upon handover to resuscitation team, the in-hospital anesthetic team re-intubated the patient with a new tracheal tube. On investigation, the junction between the cuff inflation tube and cuff was seen to be damaged, there was a small incised defect not indicative of damage during intubation. No permanent injury was reported.